Event description:
The tip of the delivery device split and the lens could not be delivered. Another lens was used to complete the surgery.

Manufacturer narrative:
Used wrong delivery device with this model lens.